Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 16732 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the implant date? On (B)(6) 2018. What is the lot and serial number for the lxmc14? Lot# 16732. When did the patient¿s nausea symptoms begin? Immediately postop. If the patient had nausea prior to implant, did the nausea improve after implant? No nausea preop, persistent postop. Was there any associated vomiting, regurgitation, or difficulty swallowing? No. Did the patient received any treatment for the nausea (anti-nausea medication)? If yes, what were the results? None noted. Does the surgeon believe the nausea is associated with the linx device? Not necessarily, patient very sensitive, patient thought maybe she was allergic to linx but no known metal allergy. Allergic to codeine, ceftin, amoxicillin, topomax and equine-based products, general health is fair. Is the patient doing well since device removal? Will follow up with surgeon.

Event description:
It was reported that a linx, lxmc14, removal took place during an unknown procedure due to persistent nausea, normal diagnostics postop, no gerd symptoms.